Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, coronary arterial disease, chronic renal failure, hypertension. Complications reported included death, heart failure, prolonged hospitalization, pericardial effusion, unexpected medical intervention, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "mitraclip procedure in patients with secondary mitral regurgitation: insights from turkish experience" was reviewed. The article presented a retrospective multi center study, to evaluate the immediate procedural outcomes and long-term clinical results of mitraclip interventions in turkish patients with secondary mitral regurgitation. Devices mentioned include mitraclip. The article concluded that mitraclip intervention demonstrated high procedural success rates in turkish patients with smr, leading to significant reduction in mr severity and improvement in nyha functional class. While rehospitalization and mortality rates aligned with previous studies, specific clinical factors were identified as being associated with clinical outcomes. [The primary author and corresponding author was fuat polat at department of cardiology, dr. Siyami ersek thoracic and cardiovascular surgery education research hospital, istanbul, turkey with corresponding email: drfuatpolat@gmail.com]. The time frame of the study was january 2021 to december 2024. A total of 140 patients were included in this study, of which 140 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation, coronary arterial disease, chronic renal failure, hypertension. (B)(6), unk mitraclip peri- and post-procedural complication included death, heart failure, prolonged hospitalization, pericardial effusion, unexpected medical intervention, single leaflet device attachment.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.